Event description:
Customer reported to olympus, noise occurred in the video while using the flex video scope during an unknown therapeutic procedure. As reported, the procedure was completed with no patient impact or harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: no image was produced but the image did return, and the color tone of the image was irregular (only magenta or green). This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
E1: establishment name: (B)(6) medical center. The device was returned and evaluated, and the customer¿s allegation was confirmed due to breakage of the ccd cable. A review of the device history record found no deviations that could have caused or contributed to the intermittent image and irregular color in the image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the image issues were caused by stress of repeated use, external factors, handling of the device, or damage to the image sensor unit such as disconnection of a part mounted on the electrical circuit board. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." In addition, there were scratches on the bending section cover, control unit, grip, switch one, the forceps elevator lever, angulation lever, light guide connector, light guide cover glass, video connector, and video connector case. The video connector was also cracked. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.